Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the threads at the tip of the threaded shaft appear to have been sheared off. It appears that the failure may be the result of bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the shaft was broken while attempting to attach it with the pivox implant. There was no patient involved in this event.